Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had required intervention for hypoglycemia. Symptoms reported include dizziness. The patients reported blood glucose level was between 160 mg/dl and 170 mg/dl. Treatment information is not available.